Manufacturer narrative:
Device history review: precision edge manufactured the 5.0mm cannulated drill bit, large qc / 300mm (part 310.63 / lot pe01169) for (B)(4) parts. The certificate of compliance (dated july 13, 2011) indicated the lot was manufactured to the synthes drawing and conformed to material requirements, hardness, and specifications. The drill bits were inspected and conformed to the synthes incoming final inspection. There were no complaint-related anomalies, material record reports, or non-conformance reports associated with this lot. (B)(4) parts were released to the warehouse on july 18, 2011. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as a large quick coupling (part number 338.49, lot number 1051) is stuck on the returned drill bit. The returned drill bit was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Further evaluation at the complaint handling unit shows that this device is used for pre-drilling over a guide wire in various systems such as the 6.5mm/7.3mm cannulated screw system, the headless compression screw system, the 6.5mm midfoot fusion bolt system, and the titanium femoral nail system (solid and cannulated). The returned drill bit was received with a large quick coupling (part number 338.49, lot number 1051) stuck on the proximal end of the drill shaft. The quick coupling could not be retracted or removed and shows deep scrapes to the outer surface and a deep circumferential scrap on the connecting post. The distal flutes and tips of the drill bit show worn edges and there is residue in two of the flutes. In addition, there appears to be an object in the cannulation of the drill bit. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the device is already stuck and could not be removed. Given the returned condition it is most probable that a guide wire is stuck in the drill bit and quick coupling. There is also evidence of excessive force and possibly off axis drilling which would impact the complaint condition. However, the maintenance of the devices, the method of use, and application of force is unknown so a root cause could not be definitively determined. The manufacture date is unknown. Therefore, a review of the current design drawing and previous revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4): it was reported that the large quick coupling jammed during a case on (B)(6) 2015, and would not release the cannulated drill bit. The device was being used with a 5.0mm cannulated drill bit large. There was a ten minute delay in the procedure. There was no spare device to use, but the event occurred at the end of the surgery and the procedure was completed successfully. There was no reported injury to the patient or user. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.